Event description:
It was reported that pump declared malfunction alarm 16 and caller initially was unable to load cartridge and resume insulin, even after attempting to reload original cartridge and then a new cartridge. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to perform pump reset, and after reset successfully loaded cartridge and resumed insulin, with no additional information available about cartridge details.